Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. A functional clip test was not performed due to the clip grip damage. The clip applier instrument was found with one bent grip. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grips. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was also found to have dried residue on the clamping pulleys. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was nothing was noted out of the ordinary. The incident occurred while attempting to apply clip. The issue is related to incomplete unsuccessful clip application/incomplete closure of clip. After deploying the clip fell off easily. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not deploy the clips consistently. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Follow-up MDR will be submitted with analysis findings.